Event description:
It was reported that the patient desaturated to 85-90%. The saturation became normal after replacing the ventilator. Moreover, the customer did not report any ventilator error. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On site investigation was made by our field service engineer. The ventilator passed the pre-use inspection and test, and the simulated lung was connected for ventilation test for two hours. The ventilator operated normally throughout the whole process. No parts were replaced and no logs were received. The root cause for the reported issue could not be determined.